Manufacturer narrative:
Additional information: visual and optical examination of the returned implant identified significant gouging around the inserter tang interface areas. Additionally, the threads appear to be stripped, consistent with over-tightening of the implant onto the inserter.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.

Event description:
It was reported that the interbody cage cracked during use in the surgery. A new device was used to complete the surgery. No patient complications were associated with the event.